Event description:
It was reported to covidien service technician that one of the display leds is not working. No patient involvement or harm reported.

Manufacturer narrative:
Covidien technician confirmed that one of the display leds was not working intermittently. The front display pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.